Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) has been completed. The product was returned, and the complaint was confirmed. Aic and rt logs align with the pattern failure mode, transient loss of optical data. Aic logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. Impella stopped, air in purge system and retrograde flow alarms were triggered on the complaint day but were false alarms due to this loss of optical data/ inability to detect pump disconnection. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, and contrast) are lastly reported as 16384 values and then no more samples were recorded. The absence of snr samples impacted the console¿s ability to recognize the pump disconnection and required the user to perform a hard shutdown. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant reported that an automated impella controller (aic) had controller failure red alarm resulting in pump stop. Plugging the pump to another aic resolved the issue. No patient harm was reported.